Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/10/2025, it was reported by a sales representative via phone that (qty. 2) of an ar-1588rtt2 fibertag tightrope ii implant had the tightrope snapped inside the patient when entering the femoral tunnel. All pieces were retrieved from the patient. Another ar-1588rtt2 fibertag tightrope ii implant from a different unknown lot completed the case. There was a 30-45 minute delay. It is unknown if added anesthesia was administered to the patient or if there were adverse effects on the patient. This was discovered during an acl reconstruction procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing, the device coming in contact with another device during use, and/or improper surgical technique.